Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood glucose (bg) levels (57 mg/dl). Reportedly, low bg's were due to their basal rate needing to be adjusted. Customer consumed glucose to stabilize blood glucose levels.